Event description:
A tps handpiece cord was sent for evaluation because it was causing hand pieces to run without activation during testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the analog ground pin was noted. The device was destroyed; it is not repairable once it is disassembled.